Event description:
The customer reported a concern that the device battery needed charging every other day. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and chose not to provide any additional logs, leading the technical support team to close the case since they were unable to calculate battery depletion without the necessary information.